Manufacturer narrative:
(B)(4); batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure the clips wouldn't grasp down tight enough on tissue. A second like device was used to complete the procedure. There were no patient consequences reported.